Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k073231.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a diode failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was in the settings mode when attempting to test. In addition, the patient reported that the up arrow button was not responding. The complaints were classified based on the customer care advocate (cca) documentation. The patient reported that both issues began on (B)(6) 2011 at approximately 2:30pm. The cca noted that the patient manages his diabetes with insulin (on an insulin pump). The patient denied taking any action regarding his usual diabetes management regimen as a result of the alleged issues. 10 minutes prior to when the reported meter issues started, the patient claimed he had begun to feel weak. At 3:00pm that same afternoon, the patient reported treating himself with food and/or drink. At the time of troubleshooting, the cca noted that the alleged issues remained unresolved. Replacement products were sent to the patient. Although the patient reportedly treated self with food and/or drink, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of an acute complication of diabetes. However, these complaints are being reported because the alleged meter issue remained unresolved at the time of troubleshooting.